Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed after several firings. After that, other clips were formed properly. There was no unexpected noise or resistance in grasping the trigger. However, there was a possibility that the device put an extra load on the blood vessel at the time of firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? ---the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? ---cystic duct. Was the clip fully advanced into the jaws prior to firing? ---no. Were there any feeding issues experienced with the device? ---the information was not provided from the hospital. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? ---the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? ---the information was not provided from the hospital. Was clip fired over another clip or hard structure? ---no. Did anything unexpected happen prior to this incident? ---the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---the information was not provided from the hospital.